Manufacturer narrative:
(B)(6). The device was received for evaluation with a non-baxter cap connected to the male luer. Visual inspection did not identify any abnormalities that could have contributed to the condition. The cap was unable to be disconnected from the set. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned sample, it was found that a non-baxter cap could not be disconnected from the male luer of a y-type catheter extension set. No additional information is available.